Event description:
It was reported the pt experienced persistant pain at the ipg site because the device was too shallow as a result, surgical intervention was undertaken on (B)(6) 2014 and the ipg buried deeper in the pocket. F/u identified effective therapy was achieved postoperatively. The issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.